Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo lowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the evercross balloon burst during inflation at 20 atms. The physician withdrew the balloon into the sheath to remove. No patient injury is reported. Evaluation summary: the evercross catheter was received for evaluation without any ancillary devices or cine images from the procedure. Visual examination of the evercross dilatation catheter confirmed the balloon burst. The evercross catheter balloon chamber has a longitudinal tear. All components of the device are accounted for.